Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint from the united states reports that the genesis ii tibial base impactor broke into the cementing. Which then needed to be dug out. ¿the procedure was completed with a delay between 0-30 minutes. The procedure was completed with the same device. There was no report of harm or impact to the patient. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. G1 MDR reporting contact name and address and phone number

Event description:
It was reported that during procedure tka, when the surgeon was cementing, the impactor chipped into the cement which needed to be dugout. This occurred inside the patient. The procedure had a delay between 0-30 min. The surgery was completed with the same device. Any other issue that could affect the patient{s condition was not reported by this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.